Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the food and drug administration medwatch system that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 35 mg/dl at the time of the incident. The customer was at 100 mg/dl the night before the low. The customer was given d10 and intravenous fluids to treat. The customer experienced symptoms such as shivering, hypothermia, and unresponsiveness. The customer was wearing the insulin pump during the incident. The reporting party stated that the customer's pump history showed a 10 unit bolus for 300 grams of carbs which they had not given as they were asleep at the time. The reporting party stated there was a second incident where 4.5 units were delivered for 181 grams of carbs but they had not programmed. Troubleshooting was not completed as the pump in question has been returned to medtronic.